Event description:
It was reported that the following day after implant that the right atrial leadless pacemaker (ralp) was dislodged and migrated to the pulmonary artery. The physician elected to explant the ralp. The patient was stable following the procedure.